Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a clutch error. There was no reported patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of a clutch error. The alarm history was reviewed and confirmed the customer's complaint. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. The cause was found to be an improperly installed bushing on the motor mount as well as an over torqued lead screw. The bushing was properly installed, and preventative maintenance was performed. The issue was resolved following the bushing reinstallation.